Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing the residual air from the cartridge. Tandem technical support educated the customer to make sure to compete the air removal process prior to filling the cartridge. Customer declined loading a new cartridge and continued with current cartridge. No additional information was provided.